Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite, checked the circuit and found that the unit was missing a circuit cap. The fsr was able to pressurize the unit but the delta p was out of specification. The airway pressure transducer,pneumatics and ddi (dynamic displacement indicator)was calibrated. After calibrating the ddi the delta was within specifications and 2k preventive maintenance was completed. Performance check was done, the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device would not pressurize on the 3100 a device. At this time, there is no information regarding patient involvement associated with the event.